Event description:
It was reported during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off of the duodenovideoscope and into the duodenum. The fallen distal cover was retrieved using a grasping forceps. It was replaced with another of the same product and the procedure was completed. There was no reported patient impact.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the subject device was used with the distal cover improperly attached, and the distal cover fell off due to load during the procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: - instructions, operation manual, chapter 4, section 4.1 describes how to detect the subject event. - instructions, operation manual, chapter 3, section 3.5 describes how to prevent the subject event. Additional information received: it was reported that anti-fog agents (lens cleaner) was used during the procedure. Olympus will continue to monitor field performance for this device.